Manufacturer narrative:
Of the 13 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, no malfunctions were found.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 4 were male, 9 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016 of the 13 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, no malfunctions were found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication issue. These reports were received from various sources. The patients associated with this allegation ranged from 15-62 years of age and between 52 and 185 pounds. Of the reported patients, 4 were male, 9 were female, and 0 were unknown.